Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump alarmed no delivery. They have been having issues with the infusion sets and no delivery alarms. He ended up vomiting because his blood glucose level was very high. Customer's blood glucose level was 585 mg/dl. The device was not returned.